Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional reported ¿radial folds¿, ¿fluid collection around the implant up to 1.5 cm thick and approximately 50 ml in volume¿, ¿capsular contracture baker grade IV¿ and ¿hardening and discomfort¿. Later healthcare professional reported ¿severe pain¿, ¿shortness of breath¿, ¿no signs of implant rupture¿, ¿50 ml of periprosthetic fluid¿, ¿capsular contracture baker grade IV¿. Tramadol and prednisone were provided. Patient was hospitalized for further investigation and clinical monitoring. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.